Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
The pump started alarming 2 weeks prior to (B)(6) 2014. The pump was empty. The patient didn't have money for a pump refill. The patient recently moved to a different state and didn't have a pump managing physician. The patient wanted the pump alarm turned off. The patient was working with an internal medicine physician to help her through the withdrawal. The internal medicine physician was wondering who to call to turn off the alarm. The device system was delivering dilaudid (7.5 mg/ml at 2.5 mg/day). The outcome of the event was not reported. Further follow-up is being conducted to obtain this information. On (B)(6) 2014, additional information was received from a company representative and it was reported that telemetry confirmed a critical alarm was occurring. The alarm was due to zero ml reservoir volume reached. The patient did not have a managing physician as the patient had relocated to a different state. The patient's last pump refill was in august; per the patient the patient, the pump ran dry at the end of september. The patient reported already going through withdrawal. The reporter was in the ER with the patient to silence the alarm. Additional information was received from a company representative on (B)(6) 2014 and it was reported that the pump alarm was silenced on (B)(6) 2014. The patient had no symptoms at the time that the pump alarm was silenced. The patient was fine, but not using the pump.